Manufacturer narrative:
The ge service representative conducted an onsite investigation. The power supply was replaced. The generator, the fluoro functions board, and the voltage were checked. The system was tested and operates as intended.

Event description:
The customer reported that the system would freeze during fluoroscopy and would require the emergency stop switch to stop x-ray production. No patient injury was reported.